Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a atrial tachycardia/atrial fibrillation (at/af) episode, which was determined to be noise caused by electromagnetic interference, lead to inappropriate mode switching on the device. Follow up concluded no intervention was done and the device remains in use. No patient complications have been reported as a result of this event.